Event description:
--

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the initial investigation indicated that the device did not pass labeled longevity calculations. There were no sign of abnormality or mishandling on the header and on the surface of the device. Analysis of the memory log revealed that the device declared eri while it was implanted and was triggered by voltage measurements. There were no other indication of a device malfunction recorded by the memory of the device. (B)(4). Inducing high temperature and mechanical force to the hybrid could not cause high or abnormal hybrid current. Automated hybrid testing could also not indicate a cause for the high device current. Analysis concluded that the cause for the premature battery depletion that was captured by the longevity calculator is unknown.